Manufacturer narrative:
Evaluation summary: evaluation of this event cannot be performed because the device has not been returned to howmedica rutherford. If the device is returned to howmedica rutherford, this product complaint will be re-opened and a complete evaluation of this event will be performed.

Event description:
Revision surgery revealed instability of the femoral stem.